Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital with bradycardia. Upon interrogation, oversensing noise episodes were observed on the right ventricular (rv) lead, which caused a pause in pacing support. The patient's condition is being monitored. Additional information was requested but was not available at this time. Related manufacturer reference number: 2938836-2017-23750.